Event description:
The physician inserted the guide catheter into the patients left coronary artery. The physician then inserted a stent delivery system into the guide and felt resistance while exiting the tip of the guide catheter. The physician attempted to advance the stents through further into the lesion however, the resistance resulted in more manipulation. The physician observed on the floroscope that a dissection of the left main coronary artery. The physician completed the procedure and the pt was sent to the intensive care unit for observation and medical treatment.